Event description:
Awaiting correct event description from affiliate. 10/04/2000 correct information from affiliate. It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the stapler was loaded with a tcr75 cartridge, and performed an incomplete suture. Looking at the device, the surgeon noted that the staple pushers were not advanced in some cases and in these case there were opened staples in the cartridge. It was unknown how the case was completed. There was no injury to the pt.